Event description:
A customer had a problem with a defibrillation pad. According to the customer, emts applied the electrodes and when the power was applied the monitor read "apply electrodes" the emts put on another set with good results.